Event description:
It was reported that the patient arrived at the first aid. The device had no output and no communication. The device was explanted and replaced. It was further reported that the patient was pacemaker dependent and arrived at the emergency room with bradycardia symptoms. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient arrived at the first aid. The device had no output and no communication. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.